Event description:
This report is going to address the occlusion and intervention, a 2nd file has been requested to address the stent damage. (B)(6) 2018 pta was performed to treat the cto in the right sfa and the stenotic lesion(details unknown for now). Zilver ptx and gore's viabahn were palced. (B)(6) 2019 follow-up exam was performed and occulusion was confirmed from right below the bifurcation of the right sfa to the pop. (B)(6) 2019 thrombectomy was performed with edwards lifescience's fogarty to the place where the ptx and the viabahn were placed. During the procedure, other thrombosis was confirmed beyond the stent and the user attempted to treat it with the forgarty. During the delivery of the fogarty, it got caught in the ptx and part of the ptx stent got bent. Therefore, another gore's vibahn was used to fix the bent and to press thrombosis inside the ptx to the blood vessel wall. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15. Following occlusion, surgical intervention was required.

Manufacturer narrative:
510(k) number is unknown as the device name or rpn has not been confirmed. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Device evaluation there are two files related to this complaint. This investigation deals with re-occlusion within the stent. For details of the second investigation (stent got bent) please refer to (B)(4). The zisv6 device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation ¿ n/a. Document review as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity as per finished product q.c. Prior to distribution zisv6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0117-2). However, it should be noted that arterial thrombosis and restenosis of the stented artery are listed as known potential adverse events within the IFU. The japanese packaging insert (c-ci1502m02) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Image review ¿ n/a. Root cause review a definitive root cause could not be determined from the available information and as images of the procedure were not available for review. A possible root cause could be attributed to patient pre-existing conditions. It is known that the patient was treated for chronic total occlusion. This may have caused and/or contributed to re-occlusion after the stent was implanted. Summary the complaint is confirmed based on customer testimony. The patient required a thrombectomy as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
510(k) number is unknown as the device name or rpn has not been confirmed. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This report is going to address the occlusion and intervention, a 2nd file has been requested to address the stent damage. On (B)(6) 2018: pta was performed to treat the cto in the right sfa and the stenotic lesion(details unknown for now). Zilver ptx and gore's viabahn were placed. On (B)(6) 2019: follow-up exam was performed and occlusion was confirmed from right below the bifurcation of the right sfa to the pop. On (B)(6) 2019: thrombectomy was performed with edwards lifescience's fogarty to the place where the ptx and the viabahn were placed. During the procedure, other thrombosis was confirmed beyond the stent and the user attempted to treat it with the fogarty. During the delivery of the fogarty, it got caught in the ptx and part of the ptx stent got bent. Therefore, another gore's vibahn was used to fix the bent and to press thrombosis inside the ptx to the blood vessel wall.